Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to clinic for routine follow-up, with stored episodes of vf. The patient did not receive any device therapy due to the noise. The noise was not reproducible in clinic. Programming changes and lead revision was discussed. Patient was fine. Subsequently, the lead was repositioned without issue. The patient was stable before, during and after the procedure.